Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No ramping numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump's keyboard is unresponsive. Patient's blood glucose level is 228mg/dl. Trouble shooting was conducted and problem stopped. Device is being returned. No further information available.